Manufacturer narrative:
Follow up efforts are being made to collect additional information related to the reported event.

Event description:
Received information via voluntary report number# mw5067327. Information in the report indicates that the cuff developed a leak dur ing patient use where extubation and reintubation of a replacement tube was required. No additional information was provided.